Event description:
It was reported to philips that the power on the device would unexpectedly cycle during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.